Event description:
It was reported that the right ventricular lead had high threshold and the right atrial lead was oversensing far field r waves (ffrw). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).